Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The device was reported to have a blank display and was continuously alarming. Repair was initiated at manufacturer's service facility, but cause of reported problem could not be identified. The unit was reported not in use on a patient; therefore, there was no patient harm or involvement. The device was returned to the manufacturing facility for evaluation and analysis. Factory analysis of the ventilator found a failure of the oxygen flow sensor pcba, which caused a failure of the +12v supply. Failure of the +12v supply prevents operation of the device.